Event description:
*Us legal mdl* it was reported that the patient underwent medically indicated revision of the bhr implants of the left hip on (B)(6) 2019. The patient revision surgery was performed due to pain, elevated metal ion levels, and large fluid collection. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, complaint history task, manufacturing record and IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain, elevated metal ion levels, and large fluid collection) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive, and a definitive root cause could not be determined. Due to insufficient information provided we are unable to determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.